Event description:
Customer reported that the insulin pump returned a battery out limit after installing a new battery. Blood glucose level was 215 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify battery out limit alarm, off no power alarm, failed battery test alarm, weak battery alarm, low battery alarm due to blank display. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.